Event description:
Nellcor puritan bennett received a report that a patient experienced difficulty removing the inner cannula from a 8cfn tracheostomy tube. The caller reported that he attempted removing the inner cannula with pliers. A nellcor representative called the customer back to provide further assistance and the customer reported that he was able to remove the inner cannula. There was no patient harm reported.

Manufacturer narrative:
The customer reported that he filed down the locking tabs with a nail file for continued use. Customer was informed by a nellcor representative that manipulation of the product was not recommended. Customer stated that he would send in the product when the inner cannula is changed. At this time, the sample is not expected to be returned, however; if the sample is received a summary of the investigation will be provided in a supplemental report.